Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter phone #: unknown. Device manufacture date: unknown. Investigation summary: no photos or physical samples that display the reported condition were available for investigation. A device history review could not be completed as no batch number was provided. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure.

Event description:
It was reported that preparation coring occurred with a bd phaseal¿ injector luer lock n35c. The following information was provided by the initial reporter: the nurse that mixed the antibiotic saw after preparation a small piece (coring) in the bottle. She didn't give it to the patient. They used piperacillin/tazobactam 4g/0,5g from fresenius kabi. They didn't save the bottle and we didn't get sample. Only that it was prepared with phaseal protector and injector.